Event description:
Patient underwent generator explant on (B)(6) 2016. The surgeon was unable to remove the electrode from the vagus nerve and had to leave the lead in. The explanted generator was reported to have been discarded.

Event description:
It was reported that the patient was referred for vns removal surgery due to significant pain from the presence of device in the chest. The patient's device has remained off since (B)(6) 2013 when it was disabled due to patient experiencing continuous coughing, throat pain and nausea from severe gastric acid reflux. Patient's seizures remains controlled despite vns therapy being disabled. No surgical interventions have occurred to date.